Event description:
The customer reported the au5800 clinical chemistry analyzer generated low anion gap on patient samples. Patient results were not released from the laboratory. There was no change in patient treatment in association with this event.